Event description:
Customer claims to have had her ear pierced with the inverness ear piercing system in a retail store on an undetermined date. On 06/29/97 the piercing site became swollen and inflamed. She sought medical treatment to have the earring removed and was administered a course of antibiotic treatment.